Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomena and it was found the followings; peeling off of adhesive of the object lens of the subject device was occurred due to deterioration or breakage of the adhesive. The irregular color tone image was occurred by the damaged ccd part and video connector failure, of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomena could not be identified. Consideration: peeling off the adhesive of the objective lens the possible cause from the report was that it may have come off due to deterioration with combined stress such as mechanical stress by interference with treatment tools and chemical attack with agents. The irregular color tone image. The possible cause from the report was that it might be occurred due to the failure of the image sensor unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that adhesive of the object lens at the distal end of the subject device was peeled off. When sorc checked the subject device again, it was found that in addition to the above-mentioned failure, the image of the subject device was the irregular color tone (magenta only or green only image). The subject device had been returned to sorc for repair of the image malfunction. The occurrence date of the event is unknown. There was no patient injury associated with this report.